Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was received by the customer which verifies the customer complaint of a bulge in tubing - inside the pump while in use. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 20075352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one photo was received by the customer which verifies the customer complaint of a bulge in tubing - inside the pump while in use. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 gem v/nv 20d 1cv 2ss dehp free experienced tubing expansion/ballooning. The following information was provided by the initial reporter: tubing that goes through pump ballooned out on three infusion sets. Catalog # 2420-0007.